Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a "large tear" across it before use. Lot#'s 8303979, 8305895 and 8339552 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with large tear across, 1 syringe with dent containing a tear, 16 syringes with smooth coating."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303979. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-30. Medical device lot #: 8305895. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-01. Medical device lot #: 8339552. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had a "large tear" across it before use. Lot#'s 8303979, 8305895 and 8339552 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "1 syringe with large tear across, 1 syringe with dent containing a tear, 16 syringes with smooth coating."